Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin, and he developed an infection at the insertion site. The patient cleansed the area and applied over-the-counter neosporin ointment and a bandage. The patient went to the emergency department (ed) and had an x-ray which showed no evidence that the sensor wire was retained under the skin. He was discharged home with a prescription for a two-week course of an unspecified oral antibiotic medication to treat the infection. At the time of the report, the patient was doing well. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.